Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. During the load step the pump failed to detect the cartridge. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. Further performance testing of the original complaint was unable to be completed due to the load step malfunction. Unrelated to this complaint, the display screen was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The patient reported that on (B)(6) 2011 she experienced a severe hypoglycemic event after correcting for an elevated blood glucose (bg). The patient reported the following sequence of events. She stated that on (B)(6) 2011 her bg elevated to 300 mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient stated that she gave a 3.9 unit bolus, and subsequently experienced severe hypoglycemia. There were no bg values given, however the patient was reportedly taken to the hospital by emt, and was given intravenous dextrose at the hospital. The patient's bg at the time of the call to animas customer support was 123 mg/dl. Customer support reviewed the pump with the patient and found all settings and histories were correct. The patient denied any site issues, and stated that her last site change was on (B)(6) 2011. The patient stated that she was able to successfully prime the pump while on the phone with customer support. Troubleshooting indicated there were no mechanical issues with the pump. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic event.